Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 28-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 support ongoing for a patient awaiting transplant. The younger patient (28yo male) was admitted with multiple cardiac comorbidities and a bipella support with protek centri-mag pump. The patient support was ongoing for 9 days when the 5.5 site developed a hematoma and nerve pain. The hematoma was not treated, but the nerve pain was by starting gabapentin. The pump was explanted on next day when heart transplant took place.

Manufacturer narrative:
The investigation for the reported access site bleed and hemolysis has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed and hemolysis could not be determined. Added- h6 impact code 4627 d4-updated model number. H5-labeled for single use changed to yes.